Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information provided a suspected infection source. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the source of the infection was suspected to be from the hemodialysis access or hickman catheter.

Manufacturer narrative:
A supplemental report is being submitted for completion of the investigation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site revealed that the patient was admitted to the hospital for sepsis with fever and change in mental status. The patient had also a large, chronic sacral wound and was transferred to intensive care unit (ICU). The patient was treated with antibiotics, a vasoconstrictor was started and the patient also had to be intubated for acidemia. The patients blood cultures were positive for escherichia coli (e. Coli) bacteremia and fecal matter was also noted in foley. The patient had to be intubated and continued to decompensate. It was further reported that the source of the infection was suspected to be from the hemodialysis access or hickman catheter. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Of note, h6 ime/annex e and additional codes imf/annex f coding were updated to bring the file to current reporting standards. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation as it remains in use. This complaint is associated with a clinical adverse event. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed nineteen (19) low flow alarms logged on (B)(6) 2021. Based on the limited information available, the device may have caused or contributed to the low flow event. Per the instructions for use, infection, respiratory dysfunction, sepsis, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection, respiratory dysfunction, and sepsis. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. This information was received from the (B)(6) study. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital for sepsis with fever and change in mental status. The cause of the sepsis is unknown. The patient also had a large, chronic sacral wound. The patient was transferred to the intensive care unit (ICU) with lactate of 8.4 and white blood cell count of 1.2. The patient was started on antibiotics. It was also noted that the patient had a mean arterial pressure (map) in the 40's and a vasoconstrictor was started. The patient also had to be intubated for acidemia. Blood cultures were positive for escherichia coli (e. Coli) bacteremia and fecal matter was also noted in foley. The patient had to be intubated and continued to decompensate. The patient was a do not resuscitate and the patient continued to have pulseless ele ctrical activity (pea) and eventually expired.